Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 14.5 cm distal to the df4 connector pin (into 2 segments).an extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The rv shock coil, ring electrode and fixation helix were found covered in fibrotic growth. The calcification is assumed to be the root cause of the reported increasing threshold and impedance. Furthermore, the insulation was found rubbed through in the distal end region. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The fixation helix was found bent and stretched. The deformation probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted due to increased impedance and threshold. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Combination product: yes. We received your event description for the device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This rv lead was explanted due to increased impedance and threshold. No adverse patient events were reported. Should additional information be received, this file will be update.